Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419688 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patients atrial lead had experienced high impedance as well as high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.